Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the solenoid for main half height drawer 4.1 had seized. A field service engineer replaced solenoid, spring and center controller board for main half height drawer 4.1 to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary hardware was failed. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.